Event description:
It was reported that the surgeon was doing an mtp fusion great toe. Inserted 1.0 guide wire, measured screw, inserted 3.5x36 fixos screw. When screw trailing side entered the cortex the trailing side of the screw broke off. The surgeon said she was able to remove the threaded head that broke off . Left the remainder of the screw in bone.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The fixos screw cs36a breakage was caused by out of label usage. The IFU specifies that cs screws are indicated for ¿chevron osteotomy of the 1st metatarsal in hallux valgus pathology." [Original statement] the operative technique specifies that ¿cs screw was specially designed to achieve a strong cancellous anchorage." [Original statement - page 14] in the event description, we know that ¿surgeon was doing an mtp fusion great toe.¿ this procedure is not the one indicated for fixos cs screws, this case is out of label. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the surgeon was doing an mtp fusion great toe. Inserted 1.0 guide wire, measured screw, inserted 3.5x36 fixos screw. When screw trailing side entered the cortex the trailing side of the screw broke off. The surgeon said she was able to remove the threaded head that broke off. Left the remainder of the screw in bone.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.